Manufacturer narrative:
Retainer ring=black. The pump was returned for pump error 68 alarms found on (B)(6), 2021. Pump¿s history and trace files downloaded successfully using thus software. Pump passed displacement test, self test, active current measurement, and sleep current measurement. Pump was monitored. No pump error 68 alarms noted during testing. However, pump error 68 alarms confirmed in the pump history files on (B)(6) 2021 at 4:11pm. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 board. Test p-cap / reservoir locks properly into place. The following were noted duing visual inspection: scratched case, broken battery tube threads, and faded serial number label. Pump error 68 alarms confirmed in the pump history/trace files on (B)(6) 2021 due to moisture damage on the pcba 1 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the insulin pump had an insulin pump error alarm. Customer stated that the insulin pump did not allow them to clear. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.